Event description:
It was reported that the patient developed an infection at the ipg site. Symptoms of redness and swelling were noted. The physician determined that the patients infection was due to poor healing of the ipg site. The patient was placed on antibiotics and underwent a full spinal cordl stimulator (scs) system explant procedure. The patient was doing well post-operatively. The explanted ipg and leads were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred two days after the date of implant. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7091759 / 7095047.